Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 490 mg/dl. The customer was treated with insulin drip and manual injection. The customer experienced symptoms such as nausea, felt pain and chest pains. Customer report customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.